Event description:
It was reported by the customer stating that their dc adapter for the blue cable has broken off. There was no pt consequence reported.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.